Manufacturer narrative:
Insulin pump was received with a cracked case corner of the belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator, force sensor and keypad assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump went blank when patient went to pool. Customer reported cosmetic damaged to insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.